Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Visual inspection of the sutureless connector (sc) identified { coring/tearing/cuts} in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 22-sep-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-nov-16 (B)(4) initial information was received from a healthcare provider via a manufacturer r epresentative regarding a patient who was receiving dilaudid (hydromorphone), 12 mg/ml at 3.0 mg/day and bupivacaine 8mg/day at 2 mg/day via an implantable pump. It was reported that the patient reported intermittent efficacy of therapy over the past two months. Troubleshooting was done and the expected residual volume was 20.9 cc with the actual residual volume of 20.9 cc of the explanted pump. As in intervention, prior to the first incision in the operating room the catheter access port (cap) was accessed with a 24 gauge non coring needle the cap was able to aspirate 1 cc fluid however it was sluggish. After cutting off 3 cm of suture less connectors catheter from the existing 8596sc, there was an immediate retrograde flow of cerebral spinal fluid (csf). The physician felt that there was not enough catheter length in the old catheter and decided to splice 19 cm from new 8596sc clinician opted to replace existing 8596sc segment in pump pocket site with a new 8596 sc segment. During the partial explant, upon exposing the pump pocket site for expected end of life replacement, it was noted the catheter was kinked just beyond the suture less connector shielding. In addition the infusion rate of hydromorphone decreased to 2 mg per day and bupivacaine decreased to 1.3 mg per day. There were no environmental factors that contributed to this issue. The patients weight at the time of the event was 259 lb and the patients status at th e time of the report was alive-no injury.